Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that prior to performing an MRI scan out of range pacing impedances were seen on the right atrial (ra) lead. A lead fracture was suspected. An inquiry was made to boston scientific technical services (ts) if the MRI scan should be done. Ts noted that if the pacing impedance measurements were out of range to not perform the MRI scan. A ra revision has been scheduled. No adverse patient effects were reported. Additional information noted the lead safety switch was triggered due to the out of range pacing impedance measurements on the ra lead resulting in unipolar lead configuration. The device was reprogrammed and an x-ray showed a subclavian crush phenomenon. A lead extraction procedure took place and it was noted that the damaged ra lead was extracted and replaced. The damaged ra lead will be returned, while this device remains implanted. It was noted that the patient had a junctional escape rhythm. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the complete lead was returned. Lead conductors and insulation was deformed 18 cm from the is-1 end. X-rays confirmed there was a fracture in both conducts. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of clavicular/first-rib entrapment. The reported high impedance measurements, is likely the result of the lead damage observed by the laboratory.